Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with linking the insulin pump with a meter and also mentioned that their blood glucose level was 406mg/dl. The customer stated that they were going to treat with the insulin pump bolus. The customer was assisted with reprogramming and linking the devices. The insulin pump will not be returned for analysis.